Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). Waveforms and run time data sent to the manfacturer for this patient revealed a high pump rate and elevated beat rates, >110 bpm, with low average currents, indicating a possible inflow valve issue. Vent filter analysis reveal a possible bearing issue. The circulatory support specialist from the hospital reports that audible changes in pump sounds are also noticed. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.